Event description:
Customer reported the test did not start on her adc blood glucose meter after a sample was applied to a test strip inserted into it. She further reported subsequently feeling "lethargic." Customer self-presented to her healthcare provider, was diagnosed with hyperglycemia and treated with two bags of "saline solution." Customer denied self-treating. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Additionally: while troubleshooting with customer service it was revealed the test strips the customer was attempting to use expired in january, 2010. The date when the medical event occurred is unknown.